Event description:
It was reported that the pacemaker was found in device back-up mode. The pacemaker was explanted and replaced.

Manufacturer narrative:
Further information was requested but not received.